Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 stopped working at the very end of the radial artery harvest itself. The device would stop delivering energy to the jaws which prevented the harvester to cut tissues. Changing the adapter cord and the extension cords and the power source did not solve the issue of not being able to cut branches due to no energy to the jaws when activating the cutter. They were able to finish the rest with the bovie just beyond my incision. They took all the steps to test what was broken (let it cool down for >30sec, switched long and short black cords, power box, and finally bisector). Delay was minimal (3-5min). No injury to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 01/18/2023. An investigation was conducted on 01/30/2023. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the cannula handle and intact c-ring. There were no visual defects observed on the cannula. There were no visual defects observed on the harvesting device. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation "electrical /electronic property problem" was not confirmed. The lot # 3000275674 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.